Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals, with all measurements within normal limits. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).